Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complaintant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had call stack errors (13-1033-149). It was noted that this error can occur due to the "fydmanager" within the software code failing to recognize the infusion step. There was no patient involvement.

Event description:
It was reported that the 8100 had call stack errors (13-1033-149). It was noted that this error can occur due to the "fydmanager" within the software code failing to recognize the infusion step. There was no patient involvement.